Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the problem was able to be resolved through troubleshooting. The device was not returned for analysis. The definitive root cause of errors b30 and e215 could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to clean the scope connectors with alcohol prep pad and allow to dry before powering on. The customer reseated the light source cables, and the issue was resolved. The device will not be sent in or evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b30 and an e315 error. The customer attempted the scope on another tower without issue. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.